Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Vivaxt implantable cardioverter defibrillator. A 6947m implantable tachy lead. A 4298 implantable pacing lead.(B)(4).

Event description:
It was reported that the patient developed a pneumothorax that was considered to be related to the implant procedure and the right atrial lead. The patient had prolongation of existing hospitalization, received intravenous medication, and drainage of the pneumothorax. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.